Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address migration of the tibial tray.

Manufacturer narrative:
The complaint states the reported products shown below were used for the primary tka surgery which was performed on (B)(6) 2014. 1. Item no. 150600005, lot no. 7802454 2. Item no. 151640506, lot no. 340739. Migration was seen in the tibia of the patient who had the attune tka surgery on (B)(6) 2014 and its revision was done on (B)(6) 2017. In this revision, the tibia was cut and trimmed again after removing the insert and tibia plate, and then replaced with the equal-sized plate and insert (16mm) which is thicker than the previous one. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.